Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with an unspecified anti-inflammatory drug (dose, frequency and route not reported). At the time of this report, the peritonitis was not resolved, the patient was not recovered from the event and dianeal therapy was ongoing. No additional information is available.